Event description:
While wearing the external equipment, the pt reportedly had no sound perception. In 2005 the pt was seen for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery has been scheduled to explant the device.